Event description:
Customer reported a past incident where their blood glucose level dropped to 42 mg/dl. There was no adverse impact to the customer's blood glucose level beyond this event. To address the low blood glucose, the customer consumed carbohydrates and did not need third-party assistance. Technical support advised the customer to consult a healthcare provider to discuss potential factors affecting their blood glucose levels, and the customer acknowledged this advice.